Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Evidence indicates the device was bin hopping while implanted. Laboratory analysis confirmed allegation.

Event description:
Boston scientific received information that this pacemaker battery displayed two years remaining a year ago and currently battery had reached end of life in the clinic. The healthcare professional stated that the device had fixed output and no extra echocardiogram storage or change in patient condition. Moreover, this pacemaker exhibited premature battery depletion. This pacemaker was explanted. No additional adverse patient effects were reported.